Event description:
Reporter stated that the fire dept tested a pt's blood glucose, using the suspect device, and obtained a result of 131 mg/dl. Reporter indicated that no treatment was provided to pt. Reporter noted that pt was transported to the hosp, where his blood glucose measured 30 mg/dl (using hosp's blood glucose monitor). Pt was treated, at the hosp, with dextrose. Reporter indicated that controls had not been run on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.